Manufacturer narrative:
No product was returned for evaluation. The ilet logs were not reviewed by beta bionics failure investigation department as current available logs end on (B)(6) 2024, prior to the event date. If the product is received at a later date, or the ilet engineering logs are updated, the complaint will be reopened and investigated accordingly. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes, the hypoglycemic event was caused by excessive insulin delivery from the user administering a dose of insulin outside of the ilet. Attempts to reach the user and obtain further information from the device have been unsuccessful.

Event description:
On 3/23/24 a beta bionics inside sales specialist became aware of an ilet user having a low blood glucose (bg) event. The user reported the week prior (specific date unknown) they ate dinner and meal announced. Two hours later they ate some ice cream, meal announced again, and had a severe low bg event. The user ended up in the ER. The user suspects it was due to insulin stacking. On 4/3/24 a beta bionics customer care agent was able to follow-up with the user about the event. The user reported they ate dinner in the evening around 7:00pm and meal announced a dinner as "usual." The user then decided to have ice cream about 2 hours later. The user decided to give an outside injection of humalog rather than announcing another meal as their trainer advised not to give multiple announcements within a 4-hour window. The user then went to sleep. The user's wife woke up in the middle of the night to the user having a seizure. The wife administered a shot of glucagon and called 911. The wife then administered another shot of glucagon 10 minutes later. The user's bg was not taken until ems arrived. Bg reported was in the low 20s mg/dl. Ems gave the user 3 glucagon drinks to bring the bg back within range. The user was unconscious up until getting loaded into the ambulance. When the user arrived at the hospital their bg was at 134mg/dl. The user was there monitored in the ER for 3.5 hours and then discharged. The user went back on the ilet later that same day. The user understands it was user error and a mistake was made on their part. The user understands not to give any outside insulin injections while connected to the ilet.